Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an broken door latch was not determined because no products or device logs were returned.

Event description:
It was reported that clinicians have experienced devices that had broken pump door latch. Clinicians report times when closing the pump door sometimes due to not aligning the door properly. There was patient involvement but no harm. This was reported to bd representative while on site.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians have experienced devices that had broken pump door latch. Clinicians report times when closing the pump door sometimes due to not aligning the door properly. There was patient involvement but no harm. This was reported to bd representative while on site.